Event description:
Obtaining a blood glucose result of 537mg/dl while using the suspect device. Patient indicated that he immediately retested using the suspect device, and obtained a result of 112mg/dl. Based on the value of 537 mg/dl, patient delivered 30 unites of insulin as part and had a sandwich. Three hours later, patient reportedly experienced hypoglycemic symptoms at which time his blood glucose measured 59mg/dl on the suspect devcie. Patient self-treated by eating 3 granola bars. No additional treatment was received or sought. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.